Event description:
It was reported that the pt had problems with her neurostimulator. The pt felt stimulation but was unable to adjust the stimulation level following a CT scan. The device was later interrogated without any problems. One month after initial report, pt had a revision and had an extension replaced due to a change in therapy. The pt again reported that she was unable to adjust the stimulation after the revision. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.